Manufacturer narrative:
The customer was provided with a replacement smart cable. The smart cable was returned to verathon for evaluation. The technical service representative connected the smart cable to a test monitor and blade, the displayed image shifted between normal, no image at all, and green static. Since the customer received a replacement smart cable the returned cable was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image was flickering. Reportedly a backup glidescope avl system was used to complete the procedure, however, the length of the delay in the procedure was not reported. No harm to patient or user was reported.